Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted, due to her sui. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/2/2021. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported the patient experienced severe pain date sent to the FDA: 3/2/2021. Corrected information: d1, d2b, d6a. Corrected b5 narrative: it was reported the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted.